Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level from the reported occlusion. Customer was advised to contact support at the time an occlusion occurred rather than after it had been addressed. No additional patient or event information was provided.